Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlinnet transmission. Upon review, the pulse generator exhibited far r oversensing leading to mode switch. Programming changes were discussed. No intervention was performed. No further information was available.